Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. Visual inspection of the returned unit found the device assembled in position two (engaged/ready-to-use position). Twisting was observed in the catheter near the strain relief, and dried biomatter was present on the distal tip. A fluid flush test was performed, and leakage was observed at the location of the catheter twist. The instructions for use (IFU) state that if resistance is encountered during catheter withdrawal, use should be stopped and the cause determined prior to continuing. The presence of dried biomatter on the distal wire tip suggests the device may have become caught on patient anatomy. The root cause of the catheter twisting and subsequent leak could not be determined. Based on the investigation the complaint was confirmed.

Event description:
The customer reported the catheter was leaking sclerosant during the surgery. The catheter was replaced with a new one. There was no patient harm or injury reported.